Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to determine the opening pressure of the progav 2.0 a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in the horizontal position. The results show that the progav 2.0 operates within the acceptable tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational, and the brake force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in progav 2.0. Result: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. The valve is operating within specifications. The investigation of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.